Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit would not drive the bellows unless the unit was restarted. There was no report of patient involvement.